Manufacturer narrative:
The manufacturer is still waiting for the arrival of the device.

Event description:
The initial reporter reported an infusion flow issue and an alarm issue of the device on (B)(6) 2018: "pump # 903104 - pump having trouble being programmed. The pump is having to be turned off and then back on to program it. Even after the programming the pump is taking longer to run the drip than it should. " the initial reporter also provided the following information on the volume to be infused during the event on (B)(6) 2018 that "today 271 ml to be infused, it took half an hour longer to infuse the medication than programmed. Had to add 100 ml to finish the bag". The initial reporter confirmed on (B)(6) 2018 that no patient injury occurred for this event. There was no specific event date provided by the initial reporter.

Manufacturer narrative:
The reported infusion flow was not confirmed. The device was found to have flow rate accuracy of -0.44%, which was within the +/-5% specification. The occlusion alarm performed within specification. The device was tested and all specifications were met on 01/25/2018. Correction: in the initial MDR report it was mentioned that the initial reporter also reported an alarm issue. This was an error. No alarm issue was reported for the affected device.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2018-00011).